Manufacturer narrative:
The evoke leads and anchors were discarded and the evoke cls remains implanted. The root cause for the lead migration and cls implant pain cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with surgery and spinal cord stimulation include lead migration or suboptimal placement, which may result in undesirable stimulation changes and undesired stimulation sensation and/or location and also temporary or persistent post-surgical pain at hardware implantation site and the patient may require surgery (including revision, explant, and replacement) as a result.¿ brand name: evoke closed loop stimulator (cls) (us) model: 102901 catalog: 3042 serial number: (B)(6) UDI: (B)(4) expiration date: 08/30/2026.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. An x-ray was obtained and confirmed migration of two (2) leads. The patient additionally reported pain at the evoke closed loop stimulator (cls) implant site. A revision procedure was performed, and the evoke leads and anchor were replaced and the evoke cls was repositioned to resolve the reported event. The patient reported a fall prior to the event. The evoke scs system didn't cause or contribute to the patient¿s fall.